Event description:
During a pta to an unidentified lesion, the balloon ruptured at an unk pressure during its first inflation via an indeflator. Therefore, it was withdrawn from the pt, and another balloon catheter (powerflex p3, 8x40mm/cat and lot: unk) was used to successfully complete the procedure. The vessel had no calcification or tortuosity, and the precent stenosis was unk. There was no report of any adverse consequences to the pt. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.